Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm was not secured and it was inactive when the customer tried to set the device by turning the knob. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm was not secured and it was inactive when the customer tried to set the device by turning the knob. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the flexarm link, as well as on the proximal part of the malleable foot. There were no visual defects observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference (B)(4) retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. When the knob was moved counter clockwise, the biscuit was able to freely move and the arm could be moved side to side, no resistance that can be considered as abnormal was observed. Based on the return condition of the device and the results of the evaluation, the reported failure mode "mechanical issue" was not confirmed.